Event description:
It was reported that the customer experienced elevated blood glucose levels with dka, customer was hospitalized for 12 hours and was treated with IV insulin, IV saline, ativan, oxygen, potassium (as result of low oxygen), propofol and antiemetic (for vomiting).